Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of a user of an essence nebulizer alleging that medication was not coming out of the device. The patient states that they recently replaced the filter and cleaned the parts following the instructions. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.